Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice device during an unknown step of peritoneal dialysis (pd) therapy, while the patient was connected. During troubleshooting, it was found that the patient disconnected and reconnected prior to the alarm; however, proper disconnection and reconnection procedures were used. The technical service representative reviewed proper procedures, per the user manual, with the patient. The patient was to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.